Event description:
Consumer reports having a low blood sugar episode and testing on their cobranded log meter. Meter reading was 139 and the consumer knew it was inacurate. Retested with another meter and result was 55, much closer to the way the consumer felt. Analysis run on clark error grid using competitive reading (55) as ref. Point vs. Bd readings (139) yielded data points in the d range of the grid, outside acceptable limits.